Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button got stuck and cannot rewind the insulin pump. Customer¿s blood glucose level was unknown. Customer reported that the rewind insulin pump and then issue occurred. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.